Event description:
Procedure: laparoscopic colon resection. During the procedure, a 29mm eea stapler was utilized to anastomose the colon sections back together. When this was attempted, the stapler did not "fire" and left the "anvil" inside of the bowel, requiring surgeon to 're-do' the entire procedure extending the surgery time about an hour. Pt was awaken from anesthesia and brought to the recovery room in stable condition without any apparent complications. This event was reported to risk dept on (B)(4)2010.